Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, battery testing, a review of the alarm log, and functional testing were performed. The visual inspection identified a stuck safety clamp. The cause of the condition was not determined. To correct the condition, the pump one head assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump¿s security clamp would not allow the set to load. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.